Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation near the distal idler pulley to be related to the customer reported complaint. Surface material appeared to be scraped off, approximately 0.04" to 0.12" in length, and other areas appeared to be dented or pressed inward. Bare wire was not exposed. The missing material was not returned. The electrical continuity test still passed. No thermal damage was observed. The root cause was attributed to a component failure for the insulation damage to the conductor wire. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17/ lot/serial# k11220314 - 0581) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 2 uses remaining after this last usage. A review of the provided image was performed by an isi failure analysis engineer prior to the product being returned and evaluated. It was difficult to tell in the photo because of the slight reflection. However, a damaged conductor wire insulation was observed, and a little bit of the conductor wire could be exposed. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the conductor wire insulation of the fenestrated bipolar forceps (fbf) instrument was worn out. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue identified. It was unknown if the instrument collided with any other instrument or tool during the procedure. It was unknown if there was evidence of arcing. There was no fragment that fell inside the patient¿s anatomy and there was no patient injury. The customer did not notice the damaged fbf conductor wire insulation during the procedure.